Event description:
It was reported to synthes: a pt status post plate implantation returned to surgeon for three (3) month post op visit. The plate was bent distally; not where the plate broke. An x-ray revealed the plate was broken. It was noted pre-operatively, the pt had a stiff knee.

Manufacturer narrative:
The investigation could not be completed, no conclusion can be drawn, as no product was returned. A device history record review has been requested.